Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: non q-wave myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, the proximal circumflex was being treated for restenosis of a previously unk metallic stent. The date the stent was deployed is unk. The in-stent restenosis was treated with a 3.5 x 23 mm xience v stent. During deployment of the xience v stent a dissection occurred at the edge of the stent, which required treatment with an add'l xience v stent. Also, during the procedure, the lmca was treated by direct stenting with a 4.0 x 08 mm xience v stent without an issue. The outcome of the adverse event was resolved the same day, and the pt was discharged from the hospital three days later. The following month, the clinical evaluation committee reviewed this case and result determined that there was a non q-wave mi. No add'l event or pt info is available.

Manufacturer narrative:
The other two xience v stents mentioned are being reported under different MFR#s.